Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the customer determined the spread of methicillin-resistant staphylococcus aureus (mrsa) in the neonatal care unit, with one of the risks for spread being identified that visible dirt remained on cleaned cables for reusable oxygen saturation probes. Dirt was stuck in the groove between the two joined cables. The customer indicated "for disinfection to be effective, the surface must first be cleaned of dirt and organic material. The current design makes cleaning difficult, to the point that it is almost impossible to get it clean. Premature babies have immature skin and are at particular risk of absorbing bacteria from the environment. The cable needs to be developed so that it has a smooth surface, without any grooves or similar recesses. This will ensure that adequate cleaning can be carried out and that the subsequent disinfection is effective." Based on the information received, there does not appear to be any device malfunction, and it cannot be confirmed whether the design of the device contributed to mrsa infections. As the details of the event are unknown, this event will be conservatively categorized as a serious injury, and good faith effort attempts are being conducted.